Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, towards the end of bypass procedure when starting to rewarm gradually, the cooler heater unit was at 37 degrees celsius. The perfusionists (ccp) increased the temperature to 39 degrees celsius and received an audible and visual service alarm. The ccp went back to 37 degree celsius and alarm stopped. The ccp went back to 37 degrees celsius and alarm stopped. The ccp got the unit to warm to desired temperature and they continued using the unit until the case was completed. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2015: the service light emitting diode (led) indicator warns that the temperature display or temperature control may be malfunctioning. The ccp reduced the set-point temperature back to 37 degrees and the alarm stopped. This could have delayed the rewarming of the patient, but did not delay the actual surgical procedure or time on cpb.

Manufacturer narrative:
When the user facility's biomedical engineer (biomed) was checking the unit, he went into rewarm mode which rewarmed to 42 degrees celsius and stopped. The biomed left and came back a few minutes later and the unit was alarming "temp greater than 42 degrees celsius" and the service alarm was illuminated.